Event description:
Customer alleged that they have 15 beds that do not have a audible alarm at the bed when the bed exit alarm is activated. Customer verified that the audible switch was set to the on position on these beds. Customer stated that she was not aware of any injuries associated with this alleged problem. Customer stated that there were not patients in these beds and the beds are being used on an acute inpatient rehab floor. Tsr tested the bed exit system and found it to be working properly. Could not duplicate the alleged problem.